Manufacturer narrative:
The service rep recalibrated the generator and performed a filament calibration. He could not reproduce the "low ma error." He replaced the power supply for the vertical lift, ps3. He also noticed that the hand switch was cracked, replaced hand switch. Verified system operation, system operating as intended.

Event description:
The customer states c-arm intermittently displays "low ma." No pt injury was reported.